Event description:
Customer reported a piece of gray plastic tubing with a copper fitting had been stored in a drawer in the maintenance department of the hospital so that it might be used in the future. The tubing was noted to have purple precipitate on it. At this time, it is believed the piece of tubing and fitting were perhaps a piece from the 911. When the drawer was opened many months later, what was described as a "small explosion" occurred. The explosion was described as no flame or smoke, just purple dust in the air in conjunction with "an extremity loud bang". One staff member was hit in the face by a piece of debris, knocking the lens out of his glasses and driving the lens back into his eye. The staff member was treated in the emergency room and saw his doctor for a follow up exam later in the week. His vision is still not 100% as he sees "floaters" at times. The physician believes the eye should clear up but to date this has not occurred. The type of treatment received was not provided.

Manufacturer narrative:
Investigation is ongoing. When additional information is received, appropriate notification will be provided.